Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens, and the trailing haptic bent during insertion. The incision was enlarged slightly to remove the lens and another same model lens was implanted. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Results - visual inspection of the returned product showed that a haptic was torn and bent and there was a clear surgical residue on the lens.